Event description:
A caller reported a power source alert related to the device. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.